Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported on (B)(6) the patient saw a slight improvement, but not as much as she expected. Patient states she has had a problem with bed wetting as well. On (B)(6) patient reported that she thought her right lead may have come out due to not feeling stimulation no matter how high the stimulation was set, and on (B)(6) the patient reported she felt the right lead might have migrated. Patient was also concerned that her bed wetting has gotten worse. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient had greater than 50% improvement and was implanted (B)(6) 2017. No further information reported.